Event description:
It was reported that this case was identified through a post-market clinical follow-up study. The patient received an r3act screw placed through a gorilla plate along with additional screws for treatment of a right fibula weber b ankle fracture on (B)(6) 2022. On (B)(6) 2023, x-rays showed that the most proximal screw in the plate had fractured. Surgeon noted maintained correction and a pain score of 0 and continued to monitor the broken screw in case symptoms developed. On (B)(6) 2024, the patient consented to prospective follow-up and reported a pain score of 1, an omas score of 100, and satisfaction with the surgical outcome. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.